Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Intraocular infection, uveitis/iritis are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
It was reported that on (B)(6) 2024 an implantable collamer lens (icl) was implanted using the msi-pf injector system. One month postop the patient presented with inflammation "suspected tass" od. No diagnostic cultures were performed. Deposits were observed on the icl.the patient was treated with steroid and antibiotic ophthalmic drops which improved symptoms and is still under follow-up. Patient condition on (B)(6) 2024 shows: bcva & ucva 20/16, iop 14mmhg. The lens remains implanted. In the reporter's opinion the cause of event was unknown.